Event description:
During the index procedure ,two complete se stents were used to treat persistent residual stenosis. Approximately 4 weeks later the patient suffered re-occlusion of the target lesion. Thrombolysis was performed. The event is unresolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion of sfa artery or distal vasculature). Evaluation conclusions: known inherent risk of procedure (occlusion of sfa artery or distal vasculature). (B)(4).

Event description:
Additional information received: during the previously reported tlr event, the patient also received medication as a treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (thrombosis). (B)(4).

Event description:
A target vessel revascularisation was planned to treat the previously reported re-occlusion event, which occured approx 4 weeks post index procedure, however the tvr was not possible due to the presence of thrombosis. The patient instead underwent a bypass surgery.

Manufacturer narrative:
Additional information: investigator assessed event is definitely related to the device, and procedure and possibly related to paclitaxel. The sponsor assessed the event as related to the device, but not related to the procedure or paclitaxel. The cec adjudicated the event as related to the device and not related to the procedure or paclitaxel. The cec adjudicated the event is a "target lesion percutaneous revascularization." Correction: the event date is (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.